Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no reading occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient experienced having no readings on the pump, which occurred 1 day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced no readings (display was showing - - -), for over 3 hours. The patient was at work during the event and would have been taken blood fingerstick while they were not receiving cgm (continuous glucose monitor) readings, but it could not be clarified what the blood glucose reading was at that time, and if the patient were already feeling symptoms at that moment. An unknown time after the no readings occurred, the patient experienced ¿not feeling well and an ambulance was called.¿ it could not be confirmed by who, and at what time of the event, but the patient was treated with a glucagon injection. When the paramedics arrived, they took a fingerstick and the blood glucose reading was 0.9 mmol/l. The patient recovered and was not taken to the hospital. At the time of the report the patient was feeling tired but was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.